Event description:
The pt was implanted with an scs system. It was reported that the ipg lost its ability to hold a charge. The pt was having to recharge the ipg ever day. The physician plans to replace the ipg on a future date. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.